Manufacturer narrative:
Device passed the displacement, a-21 error test and self test. No a21 alarm noted during test. Device received with broken battery tube threads. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had unexpected restart alarm. Customer was able to clear the alarm and able to complete insulin pump rewind. Customer stated that the temp basal was not programmed before the alarm occurred. The customer reported that the alarm was occurred shortly after inserting a new battery. Customer stated that the insulin pump had crack on batter compartment and they noticed it while unscrewing the battery cap. Customer stated that the reservoir lip ring was not damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.